Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal balloon dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst at 8 atm and diameter of 15mm. Reportedly, the balloon could not be pulled out from the scope, so the device was cut and removed together with the scope. The esophagus and stomach were then checked using another scope, and a small foreign object was noticed in the stomach. The object was removed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on 01dec2019. It was noted that the foreign object found in the stomach was part of the opaque marker. They retrieved it using a forceps.

Manufacturer narrative:
Additional information: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Problem code 1074 captures the reportable issue of balloon burst. Problem code 2907 captures the reportable issue of ro marker detached. Investigation results: a visual examination of the returned complaint device found that the balloon portion was cut off towards the distal tip. The detached portion of the device was not returned. This failure is likely due to factors encountered during the procedure, such as the manner the device was handled and/or interaction with the scope, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal balloon dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst at 8 atm and diameter of 15mm. Reportedly, the balloon could not be pulled out from the scope, so the device was cut and removed together with the scope. The esophagus and stomach were then checked using another scope, and a small foreign object was noticed in the stomach. The object was removed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.